Event description:
It was reported that the patient called with report of a possible lead fracture. A follow up with the patient's healthcare provider yielded that the left ventricular (lv) lead had elevated thresholds with a possible fracture. The patient was seen by the physician with complaints of palpitations, diaphragmatic stimulation and aching at the implant site. The lv lead was programmed off. The lead is scheduled to be removed and a new lead implanted. The lv lead will be turned back on once the new lv lead is implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.